Event description:
It was reported that in 2001, an av fistula in the left arm was performed on the pt. The graft was tunneled with a kelly-wick tunneler using a 4mm and 6mm tip. The surgeon conveyed that the tunneling procedure was completed without difficulties. Approximately 24 hours post-operatively, the pt returned to the operating room for an evacuation of a hematoma. The evacuation was completed successfully and the pt was released from the hospital. At the completion of the evacuation procedure, ancef powder was used on the graft to prevent infection. Nine days later, pt returned to the hospital complaining of pain the arm (note: the pt experienced an unwitnessed fall at home). The pt returned to the o.r. For exploratory surgery. During exploratory surgery both anastomoses were found to be intact. However, a transverse tear was found on the graft, 2mm to 3mm from the venous anastomoses. The surgeon elected to remove the graft, closed the vessels and restored circulation. The pt is in stable condition.